Event description:
The customer reported via email that her continuous glucose monitoring system did not detected a low blood glucose level of 36 mg/dl. Customer's continuous glucose monitoring system read 190 mg/dl. The continuous glucose monitoring system said it had a weak signal. The customer's doctor told her to take the sensor off, charge the sensor, and apply it again later. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.